Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, the device was unable to conduct electric current. Also, after bowing the device it was unable to release the bow. The procedure was completed with the same non-bsc active cord and another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluation: visual evaluation of the returned device found that the working length/distal tip including the cut wire was twisted. Functional evaluation found that the device was able to conduct current and the resistances of all parts of the device were within specifications. The exposed cut wire's length and ability to bow met specifications; however, the cut wire did not fully relax after the bowing. The condition of the returned device was consistent with the complaint that the device would not return to the initial unbowed state. However, the exposed cut wire was able to conduct current, contrary to the complaint report. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, the device was unable to conduct electric current. Also, after bowing the device it was unable to release the bow. The procedure was completed with the same non-bsc active cord and another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.